Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported on (B)(6) 2015 that the patient developed a rash/hives under the lifevest. The patient discussed the irritation with his doctor who recommended he use benadryl. During a follow-up on (B)(6) 2015 the patient's wife reported that the irritation had healed it was reported that the irritation was improving. The wife reported that the patient's doctor believed the irritation was due to a medication, lovenox, which is for deep vein thrombosis. According to the wife, the doctor didn't believe the rash was due to an allergy to the lifevest, but he didn't rule it out as a possibility.